Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported the packing list and label mentions s/n (B)(4) however, item is (B)(4). There was no reported adverse patient impact.

Event description:
The customer reported the packing list and label mentions s/n (B)(4) however, item is (B)(4). There was no reported adverse patient impact.